Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit shut down during a power fluctuation. The anesthesia machine was replaced. There was no reported patient injury.